Event description:
It was reported that the patient presented to the emergency room with afib. Upon review, it was discovered that the right atrial lead exhibited failure to sense and failure to capture. It was noted that the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.